Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe pain with spasms from the l4 vertebra down to the feet when laying down. It was also stated that the patient was experiencing inadequate stimulation and discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing severe pain with spasms from the l4 vertebra down to the feet when laying down. It was also stated that the patient was experiencing inadequate stimulation and discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Correction for the initial MDR bsc aware date should have been (B)(6) 2025.